Event description:
On 10/18/2024, it was reported by a facility representative that a patient who was part of the clinical research study returned for a month's visit, in which it was found that the fracture had subsided, and the ar-8735bv-20 beveled ft screw was protruding into the mcp joint space. It was determined that removing the screw was the next step. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 10/24/2024: per the patient's medical records, the original procedure occurred on (B)(6) 2024 for a right angulated fifth metacarpal neck fracture. An arthrex non-compressive headless screw, 38 mm by 3.5 mm, was implanted. The patient's post-operation medical records note that on (B)(6) 2024, the patient showed no sign of infection. The patient was instructed to removal brace of a clamshell handcuffed brace all the time unless the patient is working on range of motion. On (B)(6) 2024, it was noted in the post-operative notes that the screw was starting to protrude. However, the patient was improving with range of motion as well as pain. On (B)(6) 2024, during a postoperative visit, the patient reported discomfort from the im screw. However, in the office visit note from (B)(6) 2024, radiographs showed a healed small finger metacarpal fracture in good alignment with minor unchanged protrusion of the screw into the pm joint. Given that the patient is experiencing pain, the surgeon recommended removing the screw. No further information was provided.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6 the failed device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional details from the field, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, specifically foreign body sensitivity. The complaint allegation was confirmed based on the customer's attached x-rays, which show the screw protruding.